Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that when he changed the battery, the screen showed "call zoll". He removed the battery and then the monitor was not coming on. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) is currently underway. The reported problem (monitor will not power on) has not yet been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt was provided with a replacement monitor.